Event description:
It was reported that insulin pump displayed malfunction alarm related to software issue with malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm appeared again, with no device return planned and no additional outcome information provided.